Event description:
A customer reported that the adc device detached prematurely and as a result, was unable to obtain glucose readings. The customer ¿felt bad¿ and experienced weakness and a seizure and was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose result of 18.5 mmol/l and administered fluid and insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the report of (B)(6). All pertinent information available to abbott diabetes care has been submitted.